Event description:
It was reported that a patient presented with discomfort and shortness of breath. Further examination revealed extracardiac stimulation, loss of capture, and no impedance. X-ray imaging confirmed that the left ventricular lead was dislodged. The left ventricular lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.